Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As stated, "in 2005, implanted with a depuy (johnson and johnson) asr metal on metal hip prosthesis. Hip worked fine until 2016, when it started to deteriorate. When it was pulled from the market in 2012, my doctor suggested blood tests for metal in the body. Every several years, I would get a new blood test and the metal levels were rising. The prosthesis worked well until 2016 when I started getting pain in the joint. Asr was removed on 2018. Tumors were present and bone had been weakened by the debris of the metals."

Manufacturer narrative:
Product complaint #: (B)(4).investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.